Manufacturer narrative:
(B)(4). Per the biomed: she took the cooler heater unit to the biomed shop and let it cool off for an hour and then removed the panels to investigate. No build-up of lint on the fins and no noticeable indications of damage was observed. The biomed turned the unit on again and it started heating up right away. The biomed turned the ice making off and just ran the pumps resulting in proper operation and no heating up of the unit. It appears the compressor is bad and needs to be replaced. The biomed had performed a preventive maintenance (pm) on the cooler heater unit on 28-mar-2016 and it passed all functions at that time. Per follow-up with the biomed on 20-may-2016: the customer defrosts the ice block four times a week; there were no fault indicator lights illuminated on the unit; the customer has a maintenance process; they do not use chlorine; the water was not cloudy or discolored; distilled water is used in the cooler heater unit; the customer has no knowledge of any patient infection that may be associated with the cooler heater. There are no parts available to repair this unit at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cbp), the cooler heater unit was turned on at 7:15 am and set to make ice. At 7:45 am, the user facility's biomedical engineer (biomed) was walking past the unit and noticed it was extremely hot to the touch. She immediately turned it off and replaced it with a back-up unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Compressors are not available at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.